Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and the implantable pulse generator (ipg) system was infected. It was noted that they could read the writing of the device through very thin layer of skin. The ipg and right ventricular (rv) lead were removed, and the right atrial (ra) lead was partially removed. No further patient complications have been reported as a result of this event.